Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pacing impedance measurements on the right atrial (ra) channel. It was also noted this ra port was plugged, but the health care professional (hcp) was seeing 100 percent atrial pacing and confirmed there was no ra lead implanted. Technical services (ts) recommended reprogramming options. This crt-p remains in service and no adverse patient effects were reported.